Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. When anchoring the drill guide into c3 one of the two sharp prongs bent. When the surgeon removed the guide at the end of the procedure the bent prong dislodged from the guide and was left behind. He then retrieved it with a needle driver. No patient harm was reported and no surgical delay was reported.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. First we made a visual inspection of the instrument, especially of the distal end. Here we found at the hole of the missing pin, the welding seam is missing. Obvious during the assembling and manufacturing, that this instrument was missing the weld on this side. Conclusion and root cause: the root cause of the problem is manufacturing related. No CAPA is necessary.

Manufacturer narrative:
Correct information: date of this report: information in date of report was incorrect on original submission and has been corrected on this follow up.